Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The power was within specifications with the equipment. Unrelated to the system, the laser indirect ophthalmoscope (lio) had a higher energy output, so the company service representative lowered the power for the lio. The company service representative tested the laser and found it to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented with low power with laser module. The procedure details and patient harm was not provided. Additional information has been requested.